Event description:
The inner cannula of the micropuncture introducer set failed. The inner cannula stretched out to the point where a piece broke off in the pt as we were trying to remove it from the body. We then cut to the vessel and removed the piece that broke off in the pt. All pieces retrieved, no further info provided regarding event.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.